Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted elective replacement indicator (eri) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced dyspnea after the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) and was only pacing in the right ventricle. It was further noted there were significant fluctuations in battery voltages and remaining longevity estimates. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and the returned device indicated high impedance in the battery. This device was included in that field action, but returned product testing found the device did perform as described in the field action.